Event description:
Rptr complains of knee pain and swelling, joint pain, difficulty raising hands over head, implant rupture, diffuculty sleeping, capsular contracture, implant aging and degeneration, arthritis symptoms of hands, elbows, and knees, muscle fatigue, hand and finger swelling, breast tenderness, fatigue, coldness and pain of extremities, implant migration under arms. (Also see 1001726.)